Manufacturer narrative:
Continued e1. Phone: (B)(6). The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii.

Event description:
Healthcare professional reported "capsular contracture" baker grade iii. This record is for unknown side. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Healthcare professional reported "capsular contracture" baker grade iii. Healthcare professional later reported "minimal seroma", " thickening of the cortex in the axillary region", " breast nodule", "fibroadenomas" and "signs suggestive of intracapsular rupture". Healthcare professional later reported "stiffness and deformity of the breast". This record is for the left side. Device remains implanted. Healthcare professional later reported "simple cyst" which is not device related.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Additional, changed, and/or corrected data: a2, a5, b5, b6, d6b, h.6.

Event description:
Healthcare professional reported "capsular contracture" baker grade iii. Healthcare professional later reported "minimal seroma", " thickening of the cortex in the axillary region", " breast nodule", "fibroadenomas" and "signs suggestive of intracapsular rupture". Healthcare professional later reported "stiffness and deformity of the breast". This record is for the left side. Device was explanted. Healthcare professional later reported "simple cyst" which is not device related.